Manufacturer narrative:
Device analysis of the returned unit found proximal stent damage. Some of the struts were misaligned. Proximal damage is consistent with a device meeting some form of restriction on withdrawal. A slight kink was located 11cm distal from the spiral strain relief. The hypotube may have kinked due to excessive force having been applied to the device during the attempts to cross the lesion during the procedure. Visual examination of the crimped stent and the balloon found no issues that could contribute to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined.

Event description:
Determined to be reportable based on analysis completed on 11/28/2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was located in the mid left anterior descending artery. The details of the lesion are unknown. The 3.00x32mm taxus liberte stent was unable to cross the lesion. The patient status is satisfactory and good. However, the device analysis revealed stent damage.